Manufacturer narrative:
The other proglide device referenced is filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in a common femoral artery was attempted with two proglide devices, using the pre-close technique, via a 6f sheath prior to an interventional percutaneous coronary impella assisted procedure. The sheath was upsized to 14f and percutaneous coronary impella assisted procedure was completed. Reportedly, during knot tightening the knots did not work well, it was opined that the wrong suture was pulled by mistake. The knot of the second proglide device was tightened, but hemostasis was not achieved. While a non-abbott device was used to successfully achieve hemostasis, the patient had another episode of cardiogenic shock and was put on extracorporeal membrane oxygenation. The patient died. The facility reporter stated that the patient death was not related to the use of the proglide device. No additional information was provided.